Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available. One provided image cannot confirm stent strut fracture; the image quality is poor so that single struts are not visible. A strut evaluation for elongation/ foreshortening was not possible. The alleged issue cannot be re produced which leads to inconclusive evaluation result. An indication for a process related issue could not be identified. Stent fracture may be related to increased strut load caused as consequence of irregular deployment such as elongation or foreshortening. Incorrect holding or handling of the system during deployment may lead to irregular stent placement and subsequent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'in regard to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' The instructions for use closely describe holding and handling of the system throughout deployment including unpacking and preparation. The instructions for use further state: 'cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified in d2 and g4. H10: d4 (expiry date: 10/2022), g2, g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement, the stent was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified. (Expiry date: 10/2022). Device not returned.

Event description:
It was reported that during a stent placement, the stent was allegedly fractured. There was no reported patient injury.